Manufacturer narrative:
The actual values were not available. The customer deleted the data from the system. The cause for the discordant (B)(6) confirmatory results is unknown. The patient sample is not available for further testing. Therefore, a cause could not be determined. Pre-analytic variables can affect the quality of the sample, and deviation from the recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the (B)(6) result on the first sample draw, pre-analytical factors (such as sample contamination) or sample issue can not be ruled out. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)."

Event description:
A confirmed (B)(6) result was obtained on a patient sample with the advia centaur xp (B)(6) confirmatory (conf) assay. The patient sample was repeat (B)(6) for (B)(6). A redraw sample was tested and the result was (B)(6) for (B)(6). The patient sample was tested for (B)(6) viral load and (B)(6) on an alternate method. The results were (B)(6). The results were reported to the physician. The physician questioned the results after receiving the redraw sample results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00212 on november 15, 2016. (B)(4).